Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) protruded on the right side- like it was popping. The pocket was revised and the health care professional put the device under muscle. The revision took place in (B)(6) 2015. It is unknown if the patient completely recovered. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.